Event description:
A customer reported obtaining an unexpected negative result with capture-r ready-screen (3) test wells, lot e069, for a patient sample containing an anti-e.

Manufacturer narrative:
The sample was submitted for investigation. However, the sample was grossly hemolyzed and could not be further evaluated on the echo. The 3-cell assay was performed on the galileo neo using retention crrs3 test wells. Four in-house donor samples resulted negative as expected. A known anti-e sample resulted as positive (3+) with cell 2 only as expected confirming the presence of the e antigen on lot e069. The submitted sample was invalidated by the instrument due to a failed well fill check. Upon visual inspection, there was red cell adherence in well 2 indicating a weak reaction with the e positive cell. The 3-cell assay was performed on the neo instrument using a previous lot (e068) of retention product for comparison. Four in-house donor samples resulted as negative; a known anti-e sample resulted as positive (3+) with cell 2 as expected. An antibody identification panel was performed. A negative in-house donor sample resulted as expected. A known anti-e positive sample reacted 3+-4+ with cells 1, 3 and 6, and negative with all other cells as expected. The submitted sample was invalidated due to a failed well filled check. Analysis of the oal viewer, the sample exhibited 2+ to 3+ reactions with cells 1, 3 and 6 matching the anti-e antibody. However, the sample also exhibited 2+ to 3+ reactions with cells 8, 9, and 10, and equivocal reactions with cells 5, 7 and 14. These additional reactions did not clearly match another antibody from the master list and can also not be excluded to be influenced by the hemolytic nature of the sample. The capture-r identification assay was performed manually using capture-r select, lot sc203. A negative in-house donor and a known anti-e positive sample resulted as expected. The submitted sample resulted as equivocal with e+ cell 3, and negative with all other cells. The anti-e antibody in the submitted sample appears to be at a concentration at the level of detection. The product is performing according to specifications.